Event description:
Customer reported that the device would not power on battery source but worked on ac. There was no report of pt involvement with the issue.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not charge the installed battery and operate on ac power. Physio replaced the power supply assembly and then, observed proper device operation through functional and performance testing. The device was returned to the customer for use.